Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient states he has been having pocket site pain due to where the battery is since it rubs along his belt line. Hcp moved the battery more into the buttock area. Issue was resolved.